Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery or motor error alarms were noted during testing. The motor passed the motor test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, a cracked case on the reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple motor error alarms and that they experienced low blood glucose level of 38mg/dl. The customer stated that they treated low blood glucose with orange juice. Customer declined troubleshooting for low blood glucose. Troubleshooting for motor alarm was performed. Troubleshooting found multiple motor error alarms in the insulin pump history. Customer was able to rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.